Event description:
It was reported that the patient presented with complaint of chest pain and fever. Right ventricular (rv) lead exhibited diminished r-waves. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.